Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted, due to her sui and pelvic organ prolapse. It was reported that the patient experienced pain, dyspareunia, uti¿s, and urinary retention. It was reported that the patient underwent explant surgery on an unknown date. No additional information was provided.